Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the drive support cap is sticking out. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.